Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. Was this procedure a revision surgery due to an anchor placed in an earlier surgery became loose? Because of infection post-op and during the revision operation, noted the anchor was loose. How was the loose anchor discovered (x-ray)? Yes, but the hospital did not offer the photo. Any additional information?no.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. The sterile load information was reviewed to see if there were any other complaints of patient infection for any products sterilized in the same load. There were 24 different lots of product containing 4864 devices. A review of the complaint files revealed that there were two other complaints in which patient infection was reported viz pc-000742334 and pc-000742344, however, the lot number involved in those two cases was the same as reported in this complaint (5l95513). The two other cases were also reported from the same hospital. The review of the complaint files revealed there were no other complaints in which patient infection was reported for a different lot number in the same sterile load. The eto sterilization of the device has been done according to requirements of iso 11135:2014. The certificate of sterilization indicates that the physical acceptance criteria and microbiological acceptance criteria were in compliance with the validated specifications. A manufacturing record evaluation was also performed for the finished device lot number (5l95513), and no non-conformance was identified. Based off the results from the sterile load review, sterilization certificate and manufacturing record evaluation, it is unlikely that the reported patient infection was caused by this mitek product. Although it is unlikely that the mitek product was a source of the patient¿s infection, with the information provided, and without the complaint device to evaluate, we cannot determine a definite root cause for the reported event. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery of lateral collateral ligament repair , no any abnormal situation occurred. After surgery, found the infection issue. Given the revision operation on (B)(6) 2020, noted the anchor was loose, removed the loose anchor,the patient is stable and left from hospital.